Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that there was a keypad anomaly but resolved itself. The customer stated that the button error alarm was unable to be cleared. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no escape and act buttons response due to corroded keypad traces. No unexpected vibration during testing noted. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners and cracked reservoir tube lip. The insulin pump was missing end cap sticker and address serial number label.